Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received an appropriate shock for ventricular fibrillation. Upon interrogation post shock, the device displayed a code 1005 which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. A revision procedure was performed in which the device was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.